Event description:
The international customer reported the ventilator alarmed due to oxygen not available. The customer reported the device was not in use therefore there was no patient involvement or harm. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient. As the device is out of warranty, the hospital biomedical engineer contacted manufacturers field service engineer for service information. The field service engineer reported the biomedical engineer will replace the data acquisition pcb board and gas delivery system to address the reported problem. The biomedical engineer was contacted for service followup but no response was received.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Gas delivery system.